Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 114mg/dl at the time of the incident. The customer reported that he was rewinding and loading the pump and was hearing an unusual noise than what it usually does during that process. The customer reported that the drive support cap appeared normal (recessed). The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with all operating currents within specification and passed self test. The device alarmed prime at the beginning of the displacement test due to motor with high currents draw. No unexpected motor noise anomaly noted. We were unable to perform the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test due to prime alarms. The device was received with minor scratched display window and case.